Event description:
It was reported that the right ventricular (rv) lead had a high number of low impedance measurements. It was also reported that a lead warning was triggered. The rv lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 4592 implantable pacing lead (B)(6) 2004. (B)(4).